Manufacturer narrative:
(B)(4). The clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the recurrent mitral regurgitation (mr) requiring surgery. It was reported that on (B)(6) 2016, one mitraclip was implanted reducing mitral regurgitation (mr) from grade 4 to grade 2. The patient presented with congestive heart failure, shortness of breath, orthopnea and lower extremity edema on (B)(6) 2016 and was diuresed, but recurrent mr was noted. The surface area of the mitral valve was measured and it was thought that the area was too small for a second mitraclip. The patient underwent surgery on (B)(6) 2016 to treat the recurrent mr. During surgery, it was noted that only one side of the mitraclip was endothelized on the anterior leaflet. The other side of the mitraclip on the posterior leaflet was not endothelized and this was thought to be due to an insufficient grasp. The posterior leaflet easily came out of the mitraclip when the device was surgically excised. The mitraclip was confirmed to be in the right location on the leaflet and there was no regurgitation through the mitraclip. The recurrent mr was reportedly due to disease progression, but the insufficient grasp on the posterior leaflet may possibly have contributed. It was also thought that a second mitraclip during the original procedure may have been beneficial. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea, edema, worsening mitral regurgitation (mr), and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported insufficient grasp on the leaflet appears to be related to challenging patient morphology/pathology. The reported patient effect of worsening mr was reported to be related to disease progression and possibly the insufficient grasp on the leaflet. The reported edema, dyspnea, and subsequent heart failure were likely symptoms/secondary effects to the worsening mr, and thus related to patient/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.